Event description:
Event description guidant received information that this pacemaker, during the implant procedure had no capture when the ventricular lead was placed in the header. This resulted in asystole. After ensuring all setscrews were in the up position, the lead was inserted again and had proper pacing. The patient was moved from the table to her bed. When she was moved to a sitting position, again loss of capture resulted in complete heart block. The surgeon then went back in and repositioned both leads. He then asked for a new device and said he thinks the problems were the result of a faulty device. With the new device, the patient again had problems when she sat up. This time, the issue was resolved by programming to high outputs in the ventricles. This device was returned for evaluation.,